Manufacturer narrative:
Samples were serum, and no sample issues were noted. Control and calibration results were acceptable. Customer did not report any issues with other chemistries or system errors. Service visited on (B)(4) 2011 and replaced mc wash collar and sample probe. The field service engineer (fse) also replaced cartridge di water line and mixer paddle. The fse completed preventive maintenance. There have been no further service calls for this issue as of (B)(4) 2011. Root cause is not known but hardware repairs have resolved the issue.

Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low total bilirubin (tbil) results had been generated by unicel dxc 800 pro synchron clinical system for the past few days. The customer stated a few patients had initial results of 0.1 mg/dl but repeat results of 0.5 mg/dl on an alternate instrument. The customer provided only one patient's results. The initial result was 0.1 mg/dl and the repeat result was 0.5 mg/dl. The erroneous results were not reported out of the laboratory. There was no impact to patient treatment.

Manufacturer narrative:
Bec contacted the customer on (B)(4) 2012, for the patient results for the previous days. The customer informed that she could not locate the data, but that no erroneous patient results were reported out of the laboratory. Bec does not have any information that reasonably suggests the device malfunctioned on previous days and no additional mdrs will be submitted.